Event description:
It is reported that after getting the box from the implant bank box and having the nurse open it, the plastic was cracked on the box, and the inner and outer portions causing a 70 minute delay in surgery.

Manufacturer narrative:
Evaluation summary: it is likely that the packaged device had seen excessive forces due to shipping and handling. While it is highly probable that the failure was due to excessive forces during distribution, it is impossible to tell exactly the type of force that caused this. The device was manufactured approximately 8 years ago. There is no way of knowing how many times this device has been transported, or if it was handled in a manner consistent with its design intent. This event is likely attributed to transit damage after leaving zimmer control. As returned, the inner and outer cavities are damaged. The inner tray and outer tray that make up the sterile barrier system have been cracked so that sterility is lost. Device history records indicate all components were manufactured and inspected to specification.